Manufacturer narrative:
Device UDI# is: (B)(4).

Event description:
The customer reported no display and black hour glass when trying to power up the device. There was no report of patient involvement.